Event description:
Same case as: 1649384-2013-00060, 00061, 00066, 00063, 00067, 00064, 00065. Same pt as: 1649384-2013-00057, 00056, 00055. It was reported that post-operative screw loosening occurred. Pt underwent an open revision surgery in which pathfinder nxt instrumentation was placed from l3 to l11, skipping the right side l1 due to poor bone quality. No intervertebral cages were used. The pt later presented with pain on an unspecified date and subsequently underwent revision surgery. X-rays at the time indicated one screw at on the right side of l3 had partially pulled out of the bone. Upon revision surgery, the right side screw at l2 and the left side screw at l1 had good bone purchase. The remaining seven were noted to be loose. The right side rod between l1 and l2 was noted to be broken at this time. The entire construct was removed and replaced with a different system and intervertebral cages.

Manufacturer narrative:
Weight: estimated about (B)(6). Additional relevant info will be provided when the device eval is completed.